Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The lead helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during the implant procedure, the lead could not be placed as the helix would not extend. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.